Event description:
It was reported that patient's previous device in 2001 had "a defect in battery." It was also stated that the patient had had to wait about 6 months for insurance approval. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3886, lot# l94068, implanted: (B)(6) 2001, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3031, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).